Event description:
The patient was undergoing a coil embolization procedure to treat a esophageal varices and splenic renal shunt using a packing coil xls and a non-penumbra catheter. During the procedure, the physician placed multiple packing coil xls into the target vessel. It was noted that the physician flushed the catheter between each coil. While advancing a new packing coil xl, the coil would not exit the catheter. The physician flushed the catheter and attempted to re-advance the packing coil xl twice without success. While re-advancing a third time, the physician kinked the packing coil xl pusher assembly and the embolization coil unintentionally detached within the catheter. The catheter containing the embolization coil was removed. The procedure was completed with additional penumbra coils and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.